Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a 11/004 (less that 2.0 volts measured on lithium battery) svc alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed for 11/004 (less than 2.0 volts measured on lithium battery) svc alarm code. This was found to be due to an open trace between the lithium battery and the bottom printed circuit board which caused low readings of the adc (analog-to-digital converter) value for the lithium battery. The lithium battery voltage reading was 3.01v. The specification for the battery voltage is 3.0vdc. The cause of the open trace was due to physical damage at the time of installation of the lithium battery. This report represents all the info known by the reporter upon query by hospira personnel.